Event description:
It was reported that the pt had "flipped over" on the scooter chair and landed on the elbow in 2008. The pt reported redness over pump implant site, a lack of therapeutic effect and swelling in the foot. It was later reported that the hcp encountered difficulty filling the reservoir. The hcp initially aspirated 1 ml from the reservoir; was subsequently able to aspirate 40 mls total. The expected reservoir volume was 1.8 mls. The correct programming was not confirmed. The pt reported "no pain relief". The pump contained infumorph. The pt was taken to surgery, where it was noted that there was cerebrospinal fluid backflow from the sutureless connector. A roller study was then performed; the roller turned. The original sutureless connector was reconnected to the pump in. The hcp was able to aspirate from the catheter access port and believed that the issue was resolved.